Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing. Upon review, it was determined that the noise oversensed looks like myopotential. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Currently, this ICD remains in service and no adverse patient effects were reported.